Event description:
A user facility reported that the high flow insufflation unit makes abnormal noise the event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the operation. During a standard service inspection of the customer returned device, the air flow differed between the set value and the measured value. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, the air flow differed between the set value and the measured value. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation the cause was determined to be a faulty s-repair unit. The cause of the defect could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.